Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that every time they go on the train or airplane it changed the frequency. The patient stated that they had this problem last month when their son was sick and they kept ignoring their own self when they were taking care of their son. The patient requested assistance using the external devices. The agent walked the patient through how to connect to the implant. The patient reported seeing the communicator not found message. They confirmed that the handset was charged but the communicator was not charged. The patient will charge communicator and call back for further assistance. The patient mentioned that they were scheduled to see their healthcare provider in december. It was noted that the caller was requesting assistance changing their stimulation because they were having a return of symptoms. The caller mentioned that they are waking up every morning wet.

Event description:
Additional information was received from the patient. They reported that they needed to reset their ins. Patient said that every time they traveled, theirins changed frequency on its own. Agent walked patient through how to connect to their therapy app. Patient said that they were getting an error message that the communicator needed to be charged. Agent advised patient to charge the communicator first. Patient said that they needed to be off the phone because of the storm coming in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient called back and wanted to review connecting to their settings now that they had more time. Patient services began to walk the patient through turning on external devices and communicator would not turn on. Communicator was not charged. Patient services (ps) showed the patient how to charge the communicator. Patient was able to plug in communicator and saw an orange light. Patient stated they hadn't charged the communicator in a long time. Patient mentioned again that they felt a difference in the "frequency" when they were traveling to see their sick son who was learning how to walk again in rehab because of a bout with covid they had 4 years ago. Patient stated they had an appointment with their healthcare provider (hcp) in (B)(6) 2025 and they were ready to get the implant taken out because it wasn't helping and they were still wearing depends and waking up wet. Patient stated they would call back when the communicator was charged up to review connecting to their settings and making a change. Patient called back from phone number on file, ps walked patient through connecting with implant. Therapy was on program 3 at 3.3v, patient was looking at their notes and said this was where they were set at since (B)(6) so the setting had not changed. Patient said they had been taking care of their son so they hadn't had time to take care of themselves and they had started to wet themselves and have to wear depends again. Ps asked date of return of symptoms but patient didn't answer and just said they woke up wet this morning. Ps walked patient through increasing stimulation from 3.3v to 3.7 v where patient felt stimulation comfortably.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they had a trip coming up and did not want to be dealing with leaks when they travel.